Event description:
The lay user/patient contacted lifescan alleging the meter¿s ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a malignant stricture due to cancer of the stomach. It was approximately three to four centimeters, located between the pylorus and the duodenal cap. The anatomy was reported as moderately tortuous. When the physician withdrew the distal handle to deploy the stent, it was noted that the stainless steel shaft was bent. They tried unsuccessfully to reconstrain the stent, but then the distal handle broke. The partially deployed stent was removed from the patient. Outside of the patient, the physician repaired the bent part of the device. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.